Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) was approximately 500 mg/dl with a trace of ketones. The infusion set was changed and a bolus was delivered. Customer did not know cause of elevated bg. As event occurred in the past, recommendation was made for customer to discuss event with a healthcare provider.